Event description:
On may 26th, pt was using a new mentadent procare soft toothbrush that purchased on may 25th to brush her teeth and one of the bristles came off and went down her throat and choked her. Pt gagged for 5 minutes and was struggling to get to a phone to call 911 because she was having a hard time breathing because of the stuck bristle. Her throat has been sore and raw all day. This incident had caused her not to want to use another toothbrush made by your co. Pt have always purchased mentadent toothbrushes because her dentist recommended them and pt liked the way they reached all my teeth and felt like her teeth were clean. Her entire family of 9, purchases these toothbrushes and is very worried about the same thing or somenthing worse happening to one of them.

Manufacturer narrative:
H6 eval: eval based on known product characterisitcs.